Manufacturer narrative:
Visual examination of the two devices confirms the reported observations. Evaluation by a depuy material scientist has not identified error in manufacture or materials. On the basis of those observations, it appears that the aml femoral stem fractured by fatigue and initiated as a result of micro-motion caused by impingement of the neck of the femoral stem with rim of the enduron liner over the approximately 20 year service life. No material defects were observed in the hip stem that could contribute to fatigue fracture initiation or propagation. Poly material wear after this length of time in-vivo would not be unreasonable to expect. Based on the investigation, the need for corrective action is not indicated. The investigation has also determined that both the liner and stem product codes are now obsolete. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for fractured femoral component, polyethylene showed eccentric wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.